Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the ball bearings from the shims went missing after sonic cleaning. No adverse events have been reported as a result of the malfunction, as there was no patient involvement.

Manufacturer narrative:
Reported event was confirmed as returned instrument had the ball bearing missing. Visual inspection of the returned tibial articular surface provisional (tasp) shim exhibits signs of repeated use and has 1 of ball bearings disassembled / missing. The missing component was not returned. Device history record was reviewed and no discrepancies were found. These devices were subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that these devices were manufactured prior to this design change. Therefore, the root cause of the reported issue is attributed to design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.